Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported to be a gi tract infection. The patient was hospitalized for the peritonitis on the same day. The patient was treated with injections of meropenem (1gm, once a day, route not reported) and injections of sulbactam (500mg, once a day, route not reported). The antibiotic therapy was ongoing. The outcome of the peritonitis was unknown. The pd therapy was ongoing. No additional information is available.